Event description:
It was reported that a merlin.net transmission revealed that the patient received inappropriate atp therapy for an atrial fibrillation with rapid ventricular response episode due to programmed settings. Programming changes were recommended.